Manufacturer narrative:
The tech found the head hi/low cylinder was leaking into the power assist control module board. The tech replaced the head hi/low cylinder and the power assist control module board to resolve the issue.

Event description:
The tech alleged that the power assist control module board had fluid ingress causing the intellidrive to not function. No pt impact.